Manufacturer narrative:
The customer was able to move the patients to a secondary central to continue monitoring and a field service engineer (fse) was dispatched to evaluate the reported issue. The fse evaluated the reported central station and confirmed that the license had been lost. The fse reloaded the license and proper device operation was observed. While reloading the license resolved the reported issue, the cause of the lost license could not be determined.

Event description:
The customer contacted spacelabs technical support to report that their xhibit central station stopped functioning, and following a restart to attempt to resolve, the xhibit license was lost. There was no patient or user harm associated with this event.